Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, rupture. The device remains implanted. The affected side is unknown.

Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed. Additional, changed, and/or corrected data: d3, d6a, h6.

Event description:
Patient reported, rupture. The device has been explanted. The affected side is unknown.

Manufacturer narrative:
Clarification to h.10. Related report numbers: it has been identified that this record, mrn 9617229-2024-01840, is a duplicate of mrn 9617229-2024-0011680. Please see mrn 9617229-2024-0011680 for reportable events. Additional, changed, and/or corrected data: b5, h10, h11.

Event description:
It has been identified that this record, mrn 9617229-2024-01840, is a duplicate of mrn 9617229-2024-0011680. Please see mrn 9617229-2024-0011680 for reportable events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
Clarification d.6a implant date: date selected based on manufacturing date as only year was initially provided. Date captured as (B)(6) 2008. Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported rupture diagnosed via MRI. The device has been explanted. The affected side is left.